Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the lead and ipg were explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced infective stimulation and the ipg had reached end of life. It is unknown if this occurred prematurely. Lead migration was confirmed with imaging. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.